Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient was placed on heparin for nstemi (non-st-elevation myocardial infarction). Pump was programmed appropriate (guardrails used) and verified by two nurse method per policy was to infuse at 1000 units/hr (20 ml). The patient received the entire bag in less than two hours (was supposed to run over 22.5 hours). Patient received reversal agent and sent to ICU as a precaution. Ptt (partial thromboplastin time) after event >200. FDA safety report ID# (B)(4)."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.